Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During procedure, an intellatip mifi xp cathether was selected for use. It was reported that the temperature could not be detected. After catheter was inserted, energization was started at 50w55 degrees setting, but temperature remained at 36 degrees, and it did not increase. Catheter was applied and generator was restarted, but there was no improvement, so the catheter was replaced, and it improved. Procedure was completed with another of same device. No patient complications were reported. Product is not expected to be returned as it was discarded.